Manufacturer narrative:
Additional information: section d.4 correction information: section d.4 advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not pursue surgery intervention at this time. The recipient is wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
It is reportedly believed that severe tooth infections caused the ear infection. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a cholesteatoma. The recipient received treatment (type unknown). Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's infection has reportedly returned. Antibiotics (type unknown) have been prescribed. The recipient underwent a suctioning procedure to removed the infection. Further surgical intervention is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's surgeon reportedly does not believe the cholesteatoma to be device related. Additional information regarding treatment details were not provided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.